Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 209 mg/dl. Multiple attempts were made to follow up with the customer regarding a backup method of therapy; however, no response from the customer was received.